Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the child nurse in the (B)(6) hospital felt that the puncture had great resistance and was not smooth. At the same time, the patient had very painful feeling, and then the indwelling needle was removed. Examination of the indwelling needle revealed a white flocculent matter on the catheter. The problematic indwelling needle had been disposed of and no sample of the suspected problem had been sent for examination, but a photograph remained.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9141678. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the child nurse in the department of hematology of the 14th floor of (B)(6) hospital felt that the puncture had great resistance and was not smooth. At the same time, the patient had very painful feeling, and then the indwelling needle was removed. Examination of the indwelling needle revealed a white flocculent matter on the catheter. The problematic indwelling needle had been disposed of and no sample of the suspected problem had been sent for examination, but a photograph remained.